Event description:
The patient underwent replacement of lead and generator due to high impedance and battery depletion. The explanted products were discarded. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected through system diagnostics on a patient's generator. The patient reported that for the past several months she hadn't been feeling stimulation. No known surgical intervention has occurred to date. No further relevant information has been received to date.